Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handpiece device was believed to be less efficient when in used with generator compared to another generator. The surgeon expressed more intra-operative bleeding than the usual experienced using the first generator, but without any issue experienced when using the second generator. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.